Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
--

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed oversensing with asystole greater than two seconds. A revision procedure was performed and the rv lead was surgically abandoned. The device was explanted. No adverse patient effects were reported during the procedure. The device was returned for analysis.